Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip on the vasoview 6 endoscopic vessel harvesting system detached inside the patient. They extended the incision for the stab and grab in order to retrieve the detached piece. A new kit was used to complete the procedure. There were no add'l pt effects reported. The event occurred one week prior to the date the reporter called in the initial complaint details. The lot number is unavailable, as the product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A device lot history review was not performed, as the correct lot number could not be obtained. (B)(4).